Manufacturer narrative:
B5 describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information h6 adverse event problem - medical device problem code - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.